Event description:
It was reported that a new ilet pump user experienced hyperglycemia, with glucose readings reported as ¿high¿ (>400 mg/dl) and levels above target for much of the prior day, and the user proceeded with an infusion set and supply change after troubleshooting and education were provided. Symptoms included no adverse clinical effects reported by the user and ketone testing reported as negative. Outcomes included no medical intervention, no emergency assistance, and no hospitalization, with the user managing independently and planning to follow up if issues persisted. Investigation included customer interview and troubleshooting guidance. Investigation of this case revealed that a device-related cause could not be determined based on available information. It was concluded that the event was consistent with hyperglycemia of unclear cause, and user performed corrective actions with continued monitoring. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.